Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that during a patient event, their device randomly lost power. The customer reported that they had two fully charged batteries installed into the device and the device had no service indicator illuminated. There was no additional information regarding the patient and no adverse effects were reported.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.